Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2009 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the revision is planned for (B)(6) 2018 and the cause of the out of range impedances and lack of relief was not yet known. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2018 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2018 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2018 product type extension product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2018 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
The lead and the extensions were returned for analysis. Rep reported that patient had a loss of therapy-coverage. Patient recovered without sequela. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2009 (B)(6) explanted: 2018 (B)(6) product type lead product ID 39565-30 lot# serial# (B)(4) implanted: 2009 (B)(6) explanted: product type lead information references the main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), ubd: 2013 (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the revision was rescheduled for (B)(6). At the revision, it was found that the bottom right half of lead was not functioning. The rep tested the lead and found high impedances of >10 ,000 ohms on contacts 4,8,9,10,12,13,14,15; a post operative impedance test indicated that electrodes 4, 8, 9,10, 12, 13, 14, 15 were damaged and out of range. The decision was made to replace the lead and extensions. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient requested a rep at her appointment on (B)(6) 2018 because she was not getting any relief in her painful areas. The rep reported that an impedance check determined electrodes 8-15 were out of range (oor). The rep reported that there were no traumas or falls that could be related to the issue. The rep reported that they were unsuccessful at trying to program around the oor electrodes. The rep reported that a lead revision surgery was to be scheduled. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Product ID: 39565-30, (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2018, product type: lead, product ID: 39565-30, (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2018, product type: lead, product ID: 3708140, (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2018-, product type: extension, product ID: 3708140, (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2018, product type: extension. Analysis of the lead (B)(4) found that the stim lead conductor #13 body was cut. If information is provided in the future, a supplemental report will be issued.